Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet display became unresponsive with lines across the screen, the device would not reset or respond after charging, and a replacement ilet was arranged. Symptoms included no adverse clinical effects, with blood glucose reported at 108 mg/dl and stable. Outcomes included continued insulin therapy using a replacement device and instructions to shut down the affected device to prevent further alerts. Investigation included troubleshooting by guiding a reset attempt, charging, and shut down, and advising data sync to the mobile app prior to return. Investigation of the returned device revealed a display malfunction consistent with a damaged or failed screen assembly that rendered the user interface inoperable while therapy was otherwise unaffected. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the display.